Manufacturer narrative:
The device was not returned for evaluation therefore not available for analysis. Medical records and computer tomography imaging were provided and reviewed by internal clinical representative with the following impression: the reported event is confirmed based on clinical assessment. There were adequate medical documentation and imaging studies available for this review. There were cautionary conditions for product use, which might have contributed to this event such as: the contained ruptured state of the aneurysm; the calcified, dissected blood lumen; multiple lumbar arteries and ima patency, which might have contributed to this event. There was substantiated radiological evidence of an endoleak ii (and a possible endoleak iii-b) from the ima three months post procedure and a confirmed endoleak iii-b just superior to the bifurcation at nine months post procedure. Although there was a component separation reported, there was only one unit within the aorta (bifurcated stent) so this finding was not substantiated. The secondary procedure of a competitor's stent relining was confirmed and the final disposition of the patient was discharged home in stable condition. The bone marrow biopsy was confirmed, but the observed site appeared to be a posterior puncture of the iliac crest under fluoroscopy guidance. The likelihood of an aortic puncture during this procedure is highly unlikely. A manufacturing record review was performed; the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be conclusively determined.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 7 months post implant of a bifurcated device the patient presented symptomatic. On (B)(6) 2014 the patient had a vascular bone marrow biopsy done. Shortly after on (B)(6) 2014 patient presented emergently with abdominal pain. A computed tomography was done and displayed an endoleak. The physician then chose to reline the graft with a gore endurant graft. A computed tomography was done after procedure and all was normal. The patient is fine. Additional note: it might be possible that the needle hit the aorta and punctured the graft, and caused the endoleak but not for certain.